Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was foreign material inside of the packaging.

Manufacturer narrative:
Alleged failure: hair inside sterile pack. The failure(s) identified in the investigation is consistent with the complaint record. Because the failure mode was due to a manufacturing issue (foreign material inside blister package) an nc was opened. The probable root cause/s could be environmental conditions, inadequate cleaning process. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that there was foreign material inside of the packaging.